Manufacturer narrative:
Arjo was notified about an incident involving an arjo maxi twin passive floor lift and a clip sling (model number: ets00107). Customer reported that during transfer from a bed to a wheelchair shoulder clip detached from the lift spreader bar attachment point (lug). When the lift was turned towards the wheelchair, patient right buttock hit the armrest of the wheelchair. The customer reported that when the patient was lifted to the highest position, the lift could not pass over the armrest of the wheelchair because of the weight of the patient. As a consequence of the event patient fell out from the device on the floor and hit her back on the right leg of the lift. Initially customer stated that ¿it now appears that the client will die from the injuries.¿ however during the course of the investigation it was clarified that the patient sustained small bruise visible on her left shoulder treated with the painkillers. Arjo representative visited the customer to provide a device inspection. No malfunction with the maxi move device and sling was found. Based on product knowledge and previously made simulations we can state that a sling clip might detach when it is in an unstable position or not under tension. Maxitwin instruction for use guides through transferring procedure and informs the user how to attach the sling properly. ¿warning: to avoid injury make sure there is safety distance between the resident and the device.¿ to sum up, passive floor lift and clip sling were used as a system for a patient transfer. The customer reported that clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint due to an indication of the clip detachment during transfer.

Manufacturer narrative:
Additional informationwill be provided within follow up report.

Event description:
It was reported that a shoulder clip detached during the transfer and the patient fell out from the lift. According to the client, the sling and lift did not have any malfunction. The event happened while caregiver was maneuvering the lift to situate the patient above the wheelchair. After the event the patient felt pain, no bruise on the skin was noticed, possibly patient sustained a muscle bruise. The patient was not sent to hospital after the event.